Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. Customer's blood glucose level was 226 mg/dl at the time of the incident. The customer also reports that the approximate size of air bubbles was anywhere from a pin head to a little bit larger. Customer report that air bubble down by o-ring and between 0 and 1 on reservoir and just before top of reservoir. Troubleshooting did not resolve the issue. The product will not be returned for analysis.